Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide devices were attempted in an unspecified vessel using the preclose technique prior to an endovascular aortic repair (evar). Reportedly, cuff misses occurred with both proglide devices. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.